Event description:
It was reported that there was no fluid flow through a small volume folfusor. The patient had been connected for therapy; however, when the patient returned to the hospital, it appeared that none of the fluorouracil had left the infuser. On inspection, it was observed that the balloon was still inflated and no fluorouracil was passing through the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 8-9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.